Event description:
Related manufacturer reference number:1627487-2022-04190. It was reported that the patient experienced ineffective therapy after bending over really low to pick something up. As result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead and extension were explanted and replaced to address the issue. Reportedly, during the procedure, it was noted that the lead had fractured and the extension exhibited high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.